Manufacturer narrative:
(B)(4). Insulin pump received with a blank display. During visual inspection and found moisture damage on the battery cable, battery connector, vibrator. Perform brush cleaning with the isopropyl alcohol the electronic assembly, battery tube,vibrator and powered the pump on using the battery simulator and the insulin pump still blank display. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the insulin pump was blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the insulin pump powered up normally or no blank display noted. In conclusion, the insulin pump with a blank display due to moisture damage battery connector on the pcb 1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had cracked battery tube threads, cracked case corner of belt clip rails, label damage. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump back of the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.